Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g a (needle broke off. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320122 . Verbatim: two samples were returned. The product number and lot number are different from the reported information. These two additional pen needles will be evaluated for npi needle pain, breaks off during use, harm/injury (scratched the top of skin).

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-28. Investigation summary: customer returned 2 used 4mm, 32 gauge nano pen needles with no teardrop labels for lot identification. The returned samples were inspected to ensure that using them was as least harmful as intended. The outer diameters of these needles were measured at 0.0093 in and 0.0091 in. Both of the needles were measured within acceptable outer diameters for 32 gauge needles (0.0090 in to 0.0095 in). The integrity of each needle point was inspected. Both of the samples returned featured bent needle tips. Only a small portion of the distal tip of the cannula was found to be bent. This damage is possible as the result of use and may also happen if the cannula comes into contact with other surfaces. Flour was applied to the needles¿ cannulas to ensure that lubricant was present. Sufficient lubricant was found on all samples. Additionally, neither of the needle tips were found to be broken. The needles were found to be within specifications, though may have become damaged at their tips as a result of use or unintentional contact. No DHR review can be carried out as lot number is unknown. Based on the samples received, bd was able to confirm the customer¿s indicated failure of harm. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of broken needles. Root cause of the harm cannot be confirmed using the sample and information provided. The damage to the cannula tip observed may occur during use or unintentional contact with a hard surface. Root cause cannot be determined at this time of broken needles as the issue is unconfirmed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g a (needle broke off. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320122. Verbatim: two samples were returned. The product number and lot number are different from the reported information. These two additional pen needles will be evaluated for npi needle pain, breaks off during use, harm/injury (scratched the top of skin).

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g a (needle broke off. There was no report of patient impact. The following information was provided by the initial reporter: material no. 320122 . Verbatim: two samples were returned. The product number and lot number are different from the reported information. These two additional pen needles will be evaluated for npi needle pain, breaks off during use, harm/injury (scratched the top of skin).